Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: post-op visit date: (B)(6) 2007 ae onset date: (B)(6) 2007 ae description: increased pain <(>&<)> burning sensation in neck (rt side) that is worse with increased activity. Also starts after sitting at computer or watching tv. Medication: yes additional treatment: pt called neurosurgery and given prescription for flexeril. Post-op visit date: (B)(6) 2007 physical therapy: yes additional treatment: physical therapy helping but has not resolved neck pain. Post-op visit date: (B)(6) 2007 other treatment: heat and massage treatment description: heat <(>&<)> massage continue to improve neck discomfort.; additional comments: patient has resumed all regular activity post-op visit date: (B)(6) 2008 medication: yes additional treatment: discontinued heat <(>&<)> massage to neck. Patient takes 1/2 tab of diazepam at night 3 x week when needed. Description: neck discomfort continues. Post-op visit date: (B)(6) 2008 additional surgery: c5-c6 foraminotomies c5-c7 posteriolateral fusion ; additional surgery date: (B)(6) 2008; hospitalization: yes; additional treatment: increase pain in neck due to non-union at c5-c6 and stenosis. C5-c6 foraminotomy. C5-c7 posteriolateral fusion with plate and cortical screws. Description: will follow up with staple removal in 7 to 10 days. Post-op visit date: (B)(6) 2008 medication: yes; other treatment: staple removal (B)(6) 2008 additional treatment: acetaminophen; diazepam 10mg on (B)(6) 2008. On (B)(6) 2008 pt. Returned for follow up and is taking no medication. Ae outcome: resolved; description: patient states no neck pain. Reports that she fell in front of sears tower several weeks ago, but has gotten over all that. Additional comments: resume regular activities post-op visit date: (B)(6) 2008 ae onset date: (B)(6) 2007; ae description: new right arm discomfort. Pain radiates from shoulder to the thumb. It is triggered when looking up or to the right. Patient has been taking 1/2 diazepam 3x week to help with sleep. Medication: yes;additional treatment: diazepam 5mg as needed post-op visit date: (B)(6) 2008 additional treatment: all arm pain has now resolved. Ae outcome: resolved;

Manufacturer narrative:
(B)(6). (B)(4). Unk products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately 103 months postoperatively, the patient experienced increased pain in the posterior aspect of neck and headaches (exacerbated by flexion) resulting in difficulty sleeping. She reported numbness in her arms radiating to fingertips, achy sensation in the left arm, weakness in hands, dropping objects around the house, worsening walking (noticed by patient¿s husband), and mild to moderate urine leak. An MRI showed ¿rigid cervical orthosis¿. The patient was diagnosed with cervical stenosis and symptomatic degeneration at c4-c5. She underwent c4-c5 anterior cervical decompression and fusion with allograft and instrumentation. The operative note stated that ¿the plate was found to be encroaching on the disc space and therefore it was dissected from the anterior cervical spine and then removed¿. Hospitalization was required. The patient returned to work and also used a bone stimulation device. She had occasional muscle tenderness, but no pain walking, and balance significantly improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the original event that was diagnosed as cervical stenosis and symptomatic degeneration at c4-c5, treatment prior to surgery included ¿c spine on (B)(6) 2015 that showed worsening disc space above construct¿ and an MRI on (B)(6) 2015 that showed ¿multi-focal degenerative changes at c4-c5, c2-c3, c3-c4 levels with severe cord myelomalacia at c4-c5 level¿. At the 120-month postoperative evaluation, the patient still suffered with occasional neck pain.